Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump experienced display anomaly. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, had a corroded battery tube. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind and displacement test. No display anomaly noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.